Event description:
It was reported multiple times that despite proper electrodes placement and skin preparation, ECG signal was not detected by the module when used on some patients in the operation rooms. Signal would then be detected by when a physiological transport monitor is used to proceed with the case.